Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the m1669a ECG trunk cable was defective. There was no reported patient incident/injury.